Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press the buttons multiple times for the pump to respond. During troubleshooting with tandem technical support the touchscreen was functioning as intended. In addition, it was reported that the wake button was intermittently unresponsive. Contact stated they have to press the button multiple times for the pump to respond. Tandem technical support confirmed that the button was not becoming stuck down. Contact stated there was a "sticky grimy substance" on the button. Customer's blood glucose level was not impacted.